Event description:
Pt's mom, through (B)(4) interpreter, states her son's cadd legacy pump sn (B)(4) is leaking and stopping and an alarm sounds. She stated there is no error code on the pump. She switched her son to his other pump and it is working fine. He did not miss any therapy. New pump is being sent to arrive on (B)(6) 2017. She will return malfunctioning pump. Dose or amount: 47ng/kg/min, frequency: continuously, route: intravenous. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.